Event description:
It was reported to philips that the system was unable to boot, stalling with an alert indicating the generator was starting. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse attempted to reboot the system after resetting the mains breaker in the m-cabinet, but the issue remained unresolved. A review of the system logfiles identified that the suite pc software was unable to start. To resolve the issue, the fse reinstalled the software on the host pc, restored backup and installed database. After repairs, the system was returned to use in good working order.